Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one unknown biomet implant was returned for investigation. Visual evaluation of the as returned products identified significant signs of wear, fracturing across the threads along with some bone debris on the threads. Bottom part of the implant was not returned. Pre-existing patient condition noted on the per was patient having moderate bone density of type ii. Tooth location is unknown, however, the implant was placed for approximately 3 months 8 days. The reported event could not be recreated and functional testing could not be performed due to the nature of the dental device and event (fracture). X-ray image was not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019 information identified: warnings and precautions (page 3). Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review could not be performed for the products reported as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review could not be performed for the products reported as the item and lot number were not available. Monthly post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event (fracture implant). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. Email address unknown / not provided. PMA/510(k) number not available.

Event description:
Product experience report indicates non integration but only the neck portion of a fractured implant was returned.